Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker device suspected to receive shock from the device. Hospital emergency room (ER) advised patient that the device cannot shock. The patient also complained device heating up around 10 to 14 degrees. Boston scientific technical services (ts) also discussed possibility of muscle or nerve stimulation and recommended patient to check with clinic. Subsequently, the physician decided to explant the pacemaker system. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker device suspected to receive shock from the device. Hospital emergency room (ER) advised patient that the device cannot shock. The patient also complained device heating up around 10 to 14 degrees. Boston scientific technical services (ts) also discussed possibility of muscle or nerve stimulation and recommended patient to check with clinic. Subsequently, the physician decided to explant the pacemaker system. No additional adverse patient effects were reported.